Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. No serial number provided by customer. No phone number provided by customer. The manufacturer¿s customer specialist confirmed the reported issue.the manufacturer¿s customer specialist stated replacement ventilator sent.

Event description:
The unit was reported as being defoa (defective on arrival- battery failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 26dec2018. MFR report #2031642-2018-02409 is a duplicate of an event previously reported under MFR report #2031642-2018-02294. Any additional information will be submitted under the initially reported MFR#2031642-2018-02294.